Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 700 mg/dl as a result of under delivery. The customer¿s current blood glucose is 120 mg/dl. The customer treated with an IV drip. The customer was wearing the insulin pump during the hospitalization. The customer states the drive support cap appears normal. Based on customer report customer does allege pump was under delivering. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.